Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012600713 was returned and analyzed. Visual inspection was performed and the catheter was received without guidewire. The shape of the catheter array was not inverted. The guidewire lumen was received retracted, and no damage to the guidewire lumen was observed. Initial stiffness in the slide control function, attributed likely to dried blood, was encountered, yet still operational. The slide control function was performed and the guide wire lumen was extended retracted without any issue. Steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. Continuity test was performed with multimeter for the returned catheter. The electrical continuity test passed for all electrodes and impedance was normal. The catheter was reprogrammed before connection to the generator via a catheter interface cable test, and therapy deliveries were successfully performed. X-ray imaging confirmed the integrity of the nitinol array wire, properly attached at the tip and at the dual lumen. The electrode wires were intact without breakage or detachment from the electrodes. Optical inspection at high magnification revealed a kink evident at the distal arm near electrode #1. In conclusion, the inverted array was not confirmed during testing and the loop catheter failed the returned product inspection due to a kinked pebax tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure when an attempt was made to retract the catheter back into the sheath, the catheter's array inverted. The guidewire was pulled until the issue resolved and the procedure continued. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.